Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 04/27/2015 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and found that the top cover, front enclosure and bottom enclosure were damaged. The physical damages found during visual inspection are unrelated to the reported complaint. The platform underwent initial functional testing with no faults or errors exhibited. A review of the platform's archive data was performed and found the following user advisory (ua)/warning messages on the reported event date of (B)(6) 2015: warning 1 (low battery warning), ua 2 (compression tracking error), ua 4 (battery charge state too low (replace battery)), ua 12 (lifeband not present), ua 16 (timeout moving to take-up position) and ua 17 (max motor on time exceeded during active operation). Based on the archive data, the customer's reported complaint that the platform powered off without exhibiting a ua was not confirmed. During the reported event, warning 1 and ua 4 messages occurred as intended to warn the user that the battery's charge state was too low and that the battery needed to be replaced. The ua 17 message also occurred as intended because the battery's voltage was low. Please note that the ua 2, ua 12 and ua 16 messages found on the reported event date are unrelated to the reported complaint. A review of the platform's archive data was performed to assess the customer's battery management practices. Review of the archive shows that the customer is properly maintaining their batteries, and performing daily checks of the platform as recommended in the autopulse user guide. Based on the investigation, the parts identified for replacement were the top cover, front enclosure and bottom enclosure. During replacement of the identified parts, it was observed that the battery compartment was damaged. The battery compartment was also replaced. The platform then underwent and passed all final functional testing. In summary, the customer's reported complaint that the platform powered off without exhibiting a ua was not confirmed. Review of the platform's archive data showed that the platform exhibited both warning 1 and ua 4 messages on the reported event date. These messages warn the user that the charge state of the battery is low and that the battery needs to be changed. Because the battery's voltage was low at the time, it prompted the platform to display a ua 17, as intended. Review of the archive data also found a ua 2, ua 12 and ua 16 on the reported event date. However, these ua's are unrelated to the reported complaint. Per the autopulse® maintenance guide (p/n 11653-001), user advisory 2 is an indication that the autopulse® has detected a change in lifeband® tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation; user advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed; user advisory 16 is an indication that there is obstruction between the lifeband and patient, or that there is a twisted lifeband. Please note that there were no device deficiences found during evaluation of the returned platform which could have caused or contributed to these ua's. The platform passed all final functional testing criteria.

Event description:
It was reported that during patient use, the autopulse platform powered off without exhibiting a user advisory (ua) message. The customer uninstalled and reinstalled the battery, then powered the platform back on. Compressions were resumed without further issues. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.